Manufacturer narrative:
Follow up (B)(6) 2016: contact reported customer's bg levels increased again on (B)(6) 2016. Customer is currently off pump therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing diabetic ketoacidosis, breathing trouble and elevated blood glucose (bg) levels above 600 (mg/dl) after developing the flu. Customer attempted to address bg levels by delivering a correction bolus and injection; however, elevated bg levels persisted. While hospitalized, customer was treated with intravenous insulin and bg levels stabilized. Customer was released from the hospital (B)(6) 2016.